Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d8, d9, h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the inspection results from the repair department indicate that the xenon lamp is not coated with adhesive for heat dissipation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lamp of xenon light source did not light. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.